Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a lead impedance measurement of >2500 ohms in the atrium. Patient was in atrial fibrillation at the time. Unipolar lead impedance measurement was 1000 ohms. The physician elected to do an invasive procedure and reposition the lead.